Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation 1 unit of oa-10 of lot number c2228812 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 17th july 2025. On evaluation of the devices the following observations were made: visual inspection: pushing catheter and guiding catheter returned. Kinks observed on the pushing catheter approx 30 cm from the hub. No other damage observed. Guiding catheter examined and kinks observed along the body at approx 16.5 cm, 21 cm, and 32.5 cm from the hub. Radiopaque bands present and no damage observed on the distal end. Functional inspection: pushing catheter and guiding catheter move freely over each other. The reported failure was not observed in the lab. Manufacturing records: prior to distribution oa-10 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oa-10 of lot number c2228812 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label as per the instructions for use¿s notes section, ifu0096, which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the instructions for use, precautions section which accompanies this device, instructs the user to ¿refer to package label for minimum channel size required for this device. "Wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest the user did not follow the IFU/label. It is known from the additional information received that the user employed the use of a 0.025 inch wire guide. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in the issue reported and could have led to kinks observed on the pushing catheter approx 30 cm from the hub and kinks observed on guiding catheter along the body at approx 16.5 cm, 21 cm, and 32.5 cm from the hub. The user has not complied with the requirements of the IFU and/or label. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of IFU and/ label. Trending will monitor if any future investigation is required. Corrective action: CAPA-00022 ((B)(4)) has been opened to address the use of 0.025¿ wire guide instead of 0.035¿ wire guide documented on the label. Summary: confirmed quantity of 1 used device. Complaint is confirmed based on customer and /or rep testimony. There was no impact to the patient due to this observation. User changed to another same rpn device to complete the procedure. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in the issue reported and could have led to kinks observed on the pushing catheter approx 30 cm from the hub and kinks observed on guiding catheter along the body at approx 16.5 cm, 21 cm, and 32.5 cm from the hub. The user has not complied with the requirements of the IFU and/or label.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-aug-2025.

Event description:
Oa-10 and clso-10-9 was being used in this case. But oa-10 had a malfunctioning about the sheath (couldn't be pushed forward.).so the nurse withdrew the oa-10 and replaced the new one and case finished successfully. Additional information received 25-mar-2025. 1. If not, with the device in question, how was the procedure finished? The physician replaced another oa-10. 2. What was the target location for the stent? Middle of the cbd. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. They stored the product inside the cabinet which is located in the ercp room. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Visiglide 0.025 450cm angle type was used in this case. 5. Was the wire guide lubricated prior to use? Yes. 6. Was the wire guide inspected for damage prior to use? Yes. 7. Was the device at the center of the complaint inspected for damage prior to use? Yes. 8. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) Sphincterotomy was being performed prior to this procedure. 9. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 10. If not with the device in question, how was the procedure finished? Just replaced oa-10. 11. What intervention (if any) was required? Any further interventions were required. 12. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 13. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. (If yes, please detail any other defects observed.) 14. Had a sphincterotomy been performed prior to this occurrence? Yes. 15. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus, tjf-260. 16. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. 17. Please indicate the location in the body where the stent device was to be placed. Biliary duct. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the introduction system in place to the target location? No. (How did the physician deal with this resistance?). 18. How did the physician determine the length of the stent to be used for the procedure? He determined the length by ercp and angiography. 19. Where was the stricture located in the duct? Middle of the cbd. Was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) Was resistance encountered when advancing the stent through the obstructed area? No 20. After placement, was stent position verified? N/a. 21. Please estimate the amount of time the stent was in place prior to this occurrence. More than 5 ~less than 10 minutes. 22.did any section of the device detach inside the endoscope or patient? No. Please indicate whether the device broke in the endoscope or in the patient. N/a. Was the broken device retrieved? N/a. 23. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) N/a. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Any other devices were needed. 25. Did the patient require any additional procedures as a result of this event? No. 26. What intervention (if any) was required? Any other interventions were required. 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No, (if yes, please specify what was observed and where on the device it was observed.)

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.